Event description:
Information was received from a patient. It was reported that they turned stimulation down without using the antenna and instead of getting the normal vibration feeling, they were feeling a ¿pulsing.¿ during the call, the patient connected to their device using the antenna and reported being on group a at 7.50v. The patient stated that they would normally have their settings at 5.0v or 6.0v, and that their rate was at 25. The patient was unsure if they changed their rate when turning stimulation down. When turning stimulation down to 6.0v and increasing the rate to 65, the patient was able to feel the tingling again like they used to and proceeded to increase stimulation to a comfortable level. It was reviewed that the patient may have accidentally changed the rate when adjusting their stimulation. The patient mentioned that they would always turn it down to about 4.60v at night so it didn¿t vibrate as bad. It was noted that troubleshooting resolved the issue. No further complications were reported or anticipated. Indications for use are spinal pain and post traumatic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.